Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges seeing white particles in the tubing chamber. The patient alleged headache, breathing problem, sinus and pain in the lungs. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.